Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed. The customer stated that nurses were unable to pull the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) found that drawer 5.1 had all cubies not detected on the bus. The fse reseated the row board connections to resolve the issue. The hardware test application (hta) was used to test the repair. The drawer was cleaned and inspected. The system functioned as intended after the field service engineer repaired the device.